Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. The r-unit(charged coupled device) was broken and therefore the quality in the image corners was poor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the video cable was broken and therefore the image was purple (colored lines or dots appear in the image) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope malfunctioned, resulting in colored lines or dots appearing in the image. The issue was noted to develop gradually, becoming visible after prolonged use. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.